Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his bundle lead exhibited high pacing thresholds that significantly reduced battery longevity of the cardiac resynchronization therapy defibrillator (crt-d). The device was reprogrammed from a bi-ventricular (bi-v) pacing mode to pacing only in the right ventricle which increased remaining longevity. The patient reportedly experienced breathlessness during the overnight and returned the next day. When interrogating the device to program back to bi-v pacing, longevity was noted to be the same as prior to the programming change. When reprogramming was completed, longevity had been further reduced. The device was interrogated again and remaining longevity had returned to levels seen prior to any programming changes. The crt-d and lead remain in use. No further patient complications have been reported as a result of this event.